Event description:
The doctor was starting to cauterize a bleeder when the esu, when activated with setting below 25, sprayed and ignited a gauze on the pt's chest. It was quickly put out and did not burn the pt.